Event description:
Diglo2 international co ltd registration no (B)(4) does not have blood pressure product with premarket notification 510 (k). But they show the product with "FDA" logo in the following website: (B)(4) illegally sell the blood pressure product without FDA verification and put "FDA" logo on the website.